Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified vein. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 10 atmospheres, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.